Event description:
Boston scientific crm received information that this left ventricular lead was confirmed fractured at the proximal level through fluoroscopy. A revision procedure was performed; the lead was stable in the target vessel, therefore, the decision was made to repair the lead with an adaptor. The adapted lead was left implanted with optimal values of pacing threshold, impedance and sensing. On (B)(6) 2010 an extraction procedure of the lead was performed. After opening the pocket, it was noted that there was a local infection. The decision was made to explant the entire pacing system. A new pacing system was to be implanted in the near future.

Manufacturer narrative:
The pacing system was explanted and will not be returned to boston scientific crm. Should additional information become available, an amended report will be submitted.